Event description:
Reportedly, the device was implanted on (B)(6) 2015 and the implantation procedure and one day-post implant follow-up were performed successfully. Upon device interrogation on (B)(6) 2015 (one week post implantation follow-up), a loud beep sound was noticed from the programmer head (during communication). The device re-interrogated with another programmer but the beep sound was reproduced (note that after the follow-up, a demo device was interrogated with the same programmer but the loud beep sounds were not reproduced). The pacemaker follow-up was completed without any problems. An analysis is requested regarding the cause of this loud beep sound.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was implanted on (B)(6) 2015 and the implantation procedure and one day-post implant follow-up were performed successfully. Upon device interrogation on (B)(6) 2015 (one week post implantation follow-up), a loud beep sound was noticed from the programmer head (during communication). The device re-interrogated with another programmer but the beep sound was reproduced (note that after the follow-up, a demo device was interrogated with the same programmer but the loud beep sounds were not reproduced). The pacemaker follow-up was completed without any problems. An analysis is requested regarding the cause of this loud beep sound.

Manufacturer narrative:
It was reported on (B)(6) 2015 that an unscheduled follow-up was performed on that date and the beep sound was not reproduced during this follow-up.

Event description:
Reportedly, the device was implanted on (B)(6) 2015 and the implantation procedure and one day-post implant follow-up were performed successfully. Upon device interrogation on (B)(6) 2015 (one week post implantation follow-up), a loud beep sound was noticed from the programmer head (during communication). The device re-interrogated with another programmer but the beep sound was reproduced (note that after the follow-up, a demo device was interrogated with the same programmer but the loud beep sounds were not reproduced). The pacemaker follow-up was completed without any problems. An analysis is requested regarding the cause of this loud beep sound.